Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2014, it was reported that the patient underwent a lead revision on (B)(6) 2014. The explanted lead was returned for product analysis on (B)(4) 2014. Product analysis is still underway and has not yet been completed.

Event description:
It was reported that device diagnostics resulted in high impedance (>10,000 ohms). The device was programmed off after observing the high impedance. X-rays were performed and given to surgeon for review. The surgeon did not identify any obvious discontinuities with the vns system. The physician noted that there was no known trauma. Clinic notes dated (B)(6) 2014 note that the patient denied any trauma to the neck or chest area. The patient was seen by surgeon for consult. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was completed on the lead on (B)(4) 2014 which confirmed discontinuity of positive quadfilar coil in the body region of the returned lead portions; also observed abraded openings of both outer and inner tubing near the break location. The electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis the outer silicone tubing appeared to be twisted and compressed, in some areas and several abraded openings were observed. During the visual analysis the (+) connector ring quadfilar coil appeared to be broken approximately 224mm and 227mm from the end of the connector boot. Scanning electron microscopy was performed and identified the areas as having extensive pitting which prevented identification of the coil fracture type. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings and slice marks found on the outer and inner silicone tubes and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubes. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.